Event description:
It was reported that the vitrectomy cutter failed to cut during the procedure. The product was inserted into the patient''s eye. It did not cause any damage or issues to the patient.

Manufacturer narrative:
Evaluation completed. One opened pouch from was returned and contained one 25ga vit cutter with gauze wrapped around the tip. The tip protector was not returned. The needle is bent. There is fluid droplets visible in the tubing. This cutter looks used. The back cap is correctly positioned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter does not cut. The inner needle is bound up and does not move. It should be noted that a bent needle could contribute to poor cutter performance due to friction between the inner and outer needle assemblies. However, due to the returned condition with the cutter returned in the pouch with no tip protector, the cause of the bent needle cannot be determined. The device history was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.